Event description:
The patient reported waking up to a low battery warning and noticed that he pump and battery were hot. The patient confirmed that there was no bodily harm due to the issue. The patient confirmed that there was no evidence of damage to the pump or battery compartment. The patient reported continuing on the pump and the pump was no longer hot. The patient was advised to disconnect from the pump and the pump would be replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):a review of the black box indicated a battery voltage drop occurred on (B)(4) 2012. The battery was not returned with the pump for investigation. Visual inspection revealed that the battery cap and compartment are intact. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components. The complaint could not be confirmed or duplicated on investigation.